Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. Same case as MFR report #: 2134265-2009-00229, 2134265-2009-00231. It was reported 1697 days following a coronary artery stenting treatment procedure that the patient experienced congestive heart failure and later expired. The index procedure treated the 3.0 x 46 mm target lesion located from the 91% stenosed proximal right coronary artery (rca) to the 73% stenosed mid rca. Treatment of the mid rca consisted of pre dilation and the placement of a 3.5 x 20 mm taxus express2 drug eluting stent resulting 0% residual stenosis. Treatment of the proximal rca consisted of pre dilation, the placement of two taxus express2 drug eluting stents (3.5 x 20 mm, 3.5 x 32 mm) and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. On 1686 days post procedure, the patient was admitted with a diagnosis of congestive heart failure and left pleural effusion. The patient gradually deteriorated and died 1697 days post the index procedure. Per the death certificate, the cause of death was congestive heart failure due to atherosclerotic vascular disease and tobacco abuse. No autopsy was performed. The event relation to the stent was reported as "indistinguishable".